Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right atrial lead exhibited high impedance and high capture thresholds. The physician suspected a lead fracture. The lead was capped and replaced on (B)(6) 2020. The right ventricular lead was also capped and replaced due to left side occlusion. There were no patient consequences.